Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Model# was not provided.

Event description:
(B)(6) customer ran blood glucose tests on 2 contour xt meters. He received readings of 436 and 98mg/dl. Later he received readings of 412 and 108mg/dl on the two meters. The differences between the readings falls in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse events were alleged. The customer was advised to return the strips for evaluation.